Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the circumstances that led to the charging issues regarded them having a difficult time adjusting the paddle over the implant and keeping it in place while charging. It took a while to charge. The belt made the process easier and resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the evening prior the patient set up everything to charge his battery and it would not charge; he could not get the 8 blocks to turn black for him. During the call the patient tried to recharge and reported getting a reposition antenna screen. The patient reported he normally recharges every 2 to 5 days and he thinks that prior to the night before he last successfully charged 2 days ago. It was reported his ins was on the right side. The patient had an appointment with his physician scheduled the afternoon of the call. No symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.